Event description:
This ra lead was implanted on (B)(6) 1997 and remains implanted at this time. The physician wa dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on (B)(6) 2013 9:42:33 am states that caller was concerned with possible noise on a 16 year old ra lead. Lead trend and impedance was consistent between 400 ohms and 500 ohms and has been that way. They will keep watching lead to look for changes in impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).